Event description:
It was reported that a patient underwent a right atrial flutter ablation procedure with a thermocool smarttouch sf catheter and experienced cardiac tamponade which required pericardiocentesis. During the case, a pericardial effusion was noticed. There was a steam pop on the cavotricuspid isthmus line that led to a pericardial effusion and a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiogram. The medical intervention provided was a pericardiocentesis and 350ml of fluid was removed. The patient was reported to be in stable condition. The physician believed the steam pop led to the pericardial effusion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).